Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right atrial lead could not pace. Lead reposition was attempted; however, the helix could not be turned. A new lead was used instead. The asymptomatic patient was stable after the procedure.